Manufacturer narrative:
Date of event: unknown/not provided. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc) associated with the production order was found. The search revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent bilateral zlb00 intraocular lens implants. The patient reported that she was told that she would not need glasses after the procedure however she still needs glasses for both far and close vision. The patient also reports that she sees many rings around lights at night, and it is extremely difficult driving at night. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.